Event description:
Event description guidant received information from the patient with this device, that the device was not functioning properly. The device was explanted and replaced with a competitors.